Event description:
This lead was explanted and replaced because it had dislodged three times post implant. There were no adverse pt events reported. The hospital retained the device. Should additional info be received, this file will be updated.